Manufacturer narrative:
Device analysis report (dar) is attached. This report is submitted on july 15, 2021.

Manufacturer narrative:
This report is submitted on june 23, 2021.

Event description:
The device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.